Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was foreign matter in the tube(s) biological and non-biological. The foreign matter event was reported to have affected 24,000 devices. The following information was provided by the initial reporter. The customer stated: "customer notices white balls in tube."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was foreign matter in the tube(s) biological and non-biological. The foreign matter event was reported to have affected 24,000 devices. The following information was provided by the initial reporter. The customer stated: "customer notices white balls in tube."

Manufacturer narrative:
Update fields: d.9: device available for evaluation: yes. D.9: device returned date: 31-may-2022. H.6 investigation summary: mat: 367921. Lot: 1259279. Bd received 4 samples from the customer in support of this complaint. The photos were evaluated and show that additive is present in the tubes and is in a clump at the bottom of the tube. This type of powder can exhibit some "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, 90 retention samples from the bd inventory were inspected with no issues being identified. All powder in the retention tubes had the same appearance. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer¿s indicated failure mode with the samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.